Event description:
A hospital reported, that an rt236 breathing circuit failed the leak test on the maquet "I" ventilator during the setup process. The device was not used on a pt during the set up process.

Manufacturer narrative:
Method: the returned device was visually inspected and digital images were taken. Results: the mesh was cut back and marked approx 200 mm from the pt end. There was a small hole observed (approx 4 mm in length) in the thin film next to a bead. The bead was distorted sideways from the normal spiral pattern and the film around the hole had been stretched. There was another damaged area approx 500 mm from the elbow end, where the film in this zone had been stretched and some of the spirals of the bead were squashed enough to kink them and make them oval shaped. There was no tear observed in this region - there are also two regions of crease-like marks in the film, they occur at approx 250 mm and 450 mm from the pt end. Both regions line up with each other. The marks are angled compared to the bead. Conclusions: the damage observed to the circuit was most likely caused by a circuit hanger/holder. We are aware of other similar complaints involving the infant evaqua expiratory limb. The occurrence rate of this type of complaint is approx 0.023% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. Please note, this report was inadvertently omitted from a retrospective summary report, reference 9611451-2007-00013, product code bze. As mentioned in follow-up # 4 for MDR 9611451-2006-00007, we are submitting this report following our discovery of this omission.